Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record review could not be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 heating element would not turn on. This occurred inside the pt. A new kit was used to complete the procedure. The hospital did not report any pt effects. The product was discarded.